Event description:
It was reported that the patient, that is enrolled in a clinical study for the deep brain stimulation (dbs) system, developed dystonia of the right leg with consecutive gait disorder, which was mild in severity, along with worsening tremors in the right hand, they also experienced dizziness. The patient was observed in the emergency room department (ER), at which time a computerized tomography scan (CT) and imaging were performed and ruled out malfunction of the device system. The patient was admitted and the device was reprogrammed, the event recovered/resolved and the patient was discharged. It was determined that this serious adverse event has a causal relationship to stimulation and is not related to the procedure and hardware.